Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast prostheses implantation with mentor gel implants in 2014 developed "strange symptoms" after 6 months of implantation, including brain fog. The patient was diagnosed with fibromyalgia. The patient said she never was given the patient booklet and that her surgeon indicated that the devices are FDA approved. The patient says social media saved her life and she is calling for informed consent regarding bii and bia-alcl. No product malfunction, such as deflation, was reported. The root cause of the patient's symptoms are unclear. No contact information was provided, therefore no follow up can be completed and there is no additional information available. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for one of the two devices.